Event description:
It was reported from japan that during service and evaluation, it was determined that the motor device had a broken cap wire, was making abnormal/excessive noise, had vibration, and the etching was illegible. It was further determined that the device failed pretest for visual assessment, cable assessment, and noise assessment. Running and check for general condition. It was noted in the service order that the wire of cap broke. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to wear. UDI ¿ (B)(4).